Event description:
It was reported that the pt felt no stimulation sensation. The hcp confirmed that the lead was broken. The pt underwent lead replacement in 2008. Final pt outcome was not reported.

Manufacturer narrative:
It is unk which lead was fractured.